Event description:
It was reported to boston scientific corporation that spy ds controller was attempted for use during an endoscopic retrograde cholangiopancreatopography (ercp) and spyglass procedure for the treatment of biliary obstruction on (B)(6) 2025. It was reported that the controller would not power on. The procedure was not completed due to this event. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.